Event description:
Caller reported a post-prandial aviva system blood glucose result of 525 mg/dl, after which she retested and the meter displayed e-1, which is an error within specifications. She reported no symptoms, and decided not to take insulin because she thought the e-1 may indicate her blood glucose is low. She lost consciousness and was transported by emts to a hospital, where she was admitted and treated for hyperglycemia. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.